Manufacturer narrative:
Continuation of d11: product ID: 3878-45, lot#: 0206839065, implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the lead was replaced on (B)(6) 2020 and the outcome was resolved without sequelae.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) for a clinical study reported that the patient had an implant procedure on (B)(6) 2020. It was reported that during system continuity check using impedance testing, not all impedances were within range. Query response quot. There were high impedances but not on every contact. It was possible to give the patient the needed stimulation on the correct places. Relevant medical history includes neuropathic, injury to tissue of nervous system and failed back surgery syndrome (fbss) 2009. It was reported that the patient has leg pain without back pain. Additional information received reported that the patient took the initiative to go the emergency room. The ins was replaced because of normal battery depletion. At the implant procedure there were already high impedance, but they could give good stimulation at the right places. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3878-45 lot# 0206839065 implanted:(B)(6) 2013 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3878-45, lot#: 0206839065, implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3878-45, serial/lot#: (B)(4), ubd: 13-feb-2017, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) for a clinical study regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that a few hours after the ins implant operation on (B)(6) 2020 the patient had no stimulation with recurrence of pain in the left leg. The patient was seen in the ER on (B)(6) 2020 for pain and no stimulation. When checking the ins in the ER via the programmer, very high impedances across all contacts were seen. During ins implant surgery only 3 contacts gave high impedance. Reprogramming on different contacts were tried but when the patient moved, the stimulation disappeared again. Imaging from the electrode showed no disconnection. A revision of the lead will be organized in the future. The outcome was reported as ongoing. Etiology was related to the device or therapy and possibly related to the implant procedure. No further complications were reported or anticipated.